Manufacturer narrative:
The initial MDR 2432235-2025-00031 was filed with the FDA on 27-jan-2025. Additional information (03-feb-2025): siemens reviewed the services performed and available information. The investigation concluded that when the atellica im 1600 analyzer gets three consecutive volume check errors on a specific pack, the pack will not be able to be used and will be removed from the analyzer. The issue was resolved by the cse (customer service engineer) through routine troubleshooting and services. Siemens verified that the analyzer operates within specification and required no further evaluation. Section h6 (investigation conclusions) is updated with a new code.

Manufacturer narrative:
The customer reported reagent probe 2 volume check failures that occurred on the atellica im 1600 analyzer with serial number (B)(6), which caused a delay in reporting test results on (B)(6) 2025 for a transplantation patient. The transplantation details and details of the backup instrument or alternate protocol for sending patients' samples out are unknown. Delays in reporting test results can affect the procedure of transplantation at multiple stages¿pre-transplant, during the surgery, and post-transplant. However, it is unknown which test results/stages were delayed. Siemens assisted the customer and dispatched a cse (customer service engineer) to the customer site due to a reagent loader error. The cse found several pages in the operator event menu with a yellow message that indicated that reagent probe # 2 was unavailable (switched off) due to a reagent volume check error and noted that packs were not loaded correctly. The reagent loader was verified by loading and unloading reagents. Other services performed included replacing the rvc (reagent volume check) manifold module, ted (thermal electric device), and priming the reagent probes. The analyzer was verified and operational. Siemens is investigating the event.

Event description:
The customer reported reagent probe 2 volume check failures that occurred on the atellica im 1600 analyzer with serial number (B)(6), which caused a delay in reporting test results on (B)(6) 2025 for a transplantation patient. The customer did not specify the assays ordered on the patient sample and the length of delay in sample processing. There are no known reports of patient intervention or adverse health consequences due to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.